Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres for 10 seconds, the balloon ruptured and a pinhole was noted near the middle part of the balloon. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.